Event description:
During a pci, a 2.5mm medtronic resolute stent was stripped off the balloon due to heavy calcification in the right coronary artery, another 3.0 resolute stent was deployed compressing the 2.5 stent against the artery wall with high balloon inflation. Angiographic result was good with timi-3 flow and no residual stenosis.